Event description:
Customer reported experiencing high blood glucose readings. Customer's blood glucose reading at the time of the call was 433 mg/dl and has treated with the insulin pump. Customer mentioned feeling a little woozy and having a sinus infection. Troubleshooting was performed and the drive support cap and all setting appeared to be normal. Low battery alarm was noted in the alarm history. High pressure test was also performed and passed. Customer also mentioned cracks and scratches on the insulin pump near the battery, reservoir and the escape button. A scratch was also noted on the display. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.